Event description:
Patient was in bathroom seated on toilet with a staff member in attendance. The patient was finished with the toileting procedures and placed his hands on the safety rails to assist himself with standing. As patient placed weight on the toilet rail the left toilet rail collasped causing patient to fall to the left striking left eyebrow area on waall and floor. The fall resulted in a three inch long by one inch deep laceration above the left eye requiring eight sutures at local hospitaldevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: unknown. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design, telemetry failure, none or unknown, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.